Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? Other relevant patient history/concomitant medications/procedures? Please describe actions taken? What is meant by ¿previous la/steroid tape ¿stretch¿? What type of ¿scope" was performed? Please confirm there was no erosion identified during performed ¿scope¿? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was dyspareunia resolved? Product code and lot number?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced dyspareunia and previous la/steroid tape ¿stretch¿ scope to exclude tape erosion was done. Additional information has been requested.